Event description:
It was reported that x-ray and echocardiography revealed that the right ventricular lead perforated the patient. A slight cardiac tamponade was noted but the physician diagnosed that it was not a problem. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.